Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The probe was contacting metal objects or surgical instruments during the output activation in seal & cut mode. 2. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. Also, an probe damage error (error code:u504) occurred. 4. After that, a force was applied to the probe during device handling. As a result, the probe broke. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe was broken off 15 mm from the tip. There were scratches around the broken part of the probe. In addition, the coating of the probe around the scratches was partially peeled off. Observation of the fracture surface of the probe revealed that the fracture progressed starting from the scratch on the probe. There were no scratches or contact marks on the non-insulated part of the grip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, in the middle of a therapeutic laparoscopic right lobectomy of the liver, the device probe broke off and fell into the patient abdominal cavity. The broken piece was retrieved. A u504 probe damage error message was received for the device. Procedure was completed with a new similar device with an unspecified delay. However, the patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total operating time of the procedure is five hours. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were bundled together. Surgeon was skilled. This is the first time such an event occurred with this user. Event possibly occurred due to extended output.